Event description:
The user facility reported that their auxiliary water tubes were not being reprocessed after each use, instead, the facility's staff were reprocessing it at the end of the day. The nurse mgr at the reporting facility reported that there was no known adverse impact to pts.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. However, olympus called the reporting facility regarding this report, and olympus rep had advised the facility's staff to reprocess the auxiliary water tube after each use, instead of reprocessing the device at the end of each day. The device instruction manual states that "failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise pt safety. To minimize the risk of transmitting diseases from one pt to another, after each examination, this instrument must undergo thorough manual cleaning followed by high level disinfection or sterilization." An olympus endoscopy support specialist was directed to conduct an in-service training at the user facility, and assess their reprocessing practices. If additional significant info becomes available, this report will be updated. The cause of the user's report is likely due to inadequate reprocessing. This report is being submitted as a medical device report in an abundance of caution.